Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading cartridge onto the pump; ultimately cartridge was successfully loaded, resolving the issue. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer was admitted to the hospital with ketones (amount was not known) and was treated with fluids; nature of fluids was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.